Event description:
It was reported that a user experienced hyperglycemia reaching 400 mg/dl after an infusion site change and a meal while using an ilet system with steel infusion sets, and customer care walked the user through a full supply change which proceeded normally; glucose data were uploaded and showed values trending down and returning to the user¿s typical range. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of glucose to a normal range. Investigation included product troubleshooting, review of uploaded glucose data, and user education. Investigation of this case revealed no device malfunction identified and no component failure evident, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.